Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll syringe only mx bun had discoloration / variation in color / cloudy. The following information was provided by the initial reporter translated from spanish to english: syringes with primary packaging with yellow coloration are being found during manufacturing, so we are not sure that this material is in conditions to be used, because our customers do not have the confidence to use this material.

Event description:
Additional information we noticed you keep reporting different batches for the same defect on 10/28. Could you please confirm if the material is being used in line or if you are performing a 100% sampling? R: the material is in line and it does not receive a 100% inspection, as it is being conditioned the staff notices that the blister has a different color and this separates the material with the defect. Additionally, please confirm if you find the defect when you take the syringes out of the bd box or are you storing the syringes somewhere after taking them out of the bd boxes? R: the material is not stored outside the bd boxes; it is removed from the boxes when it is to be used for manufacturing. Could you please let us know what is the average manufacturing time of your batches? R: the average manufacturing time for our batches is 20 hours.

Manufacturer narrative:
Ten samples and photos received by our quality team for investigation. Through visual inspection, the primary packaging is yellow, therefore the incident is confirmed. No other defects or issues observed on the product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the raw material. Visual inspections will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.